Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient. Experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, total abdominal hysterectomy, abdominal sacrocolpopexy due to cystocele, uterovaginal prolapse and mixed urinary incontinence. It was reported that the patient underwent mesh revision/removal due to erosion, pain, bleeding, incontinence & dyspareunia on (B)(6) 2011 & on (B)(6) 2011. It was reported that patient underwent operative cysto with stent placement on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05663. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient developed a chronic rectovaginal fistula post mesh implantation. The patient underwent a colon resection with ostomy and removal of eroded mesh on (B)(6) 2012. (B)(4).